Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water level did not decrease even water was drained from the arctic sun device. Also, when rebooted the device, the screen was displayed in english. Per sample evaluation results on 17dec2025, a failed flow meter contributed to the reported issue.

Event description:
It was reported that water level did not decrease even water was drained from the arctic sun device. Also when rebooted the device, the screen was displayed in english. Per sample evaluation results on 17dec2025, a failed flow meter contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Flow meter has failed. Flow meter will be replaced. Device will undergo all applicable testing. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.